Event description:
Related manufacturer reference numbers: (B)(4). It was reported, that the patient presented remotely via merlin.net. Upon review of transmission, it was found, that the implantable cardioverter defibrillator (ICD) exhibited failure to capture. And the right ventricular (rv) lead exhibited low pacing impedance and loss of capture, due to noise over-sensing. The ICD and rv lead were found, to be exhibiting high capture threshold and r-wave amplitude variation. Programming changes were made to the ICD initially. During rv lead revision, it was over served, that the ICD and rv lead further exhibited failure to sense. And noted an unspecified set screw anomaly on the ICD. The rv lead was capped, and the ICD was explanted on (B)(6) 2023. The system was replaced with a leadless pacemaker to complete the procedure. Patient condition was stable.